Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with noise over-sensing on the right ventricular lead which resulted in pacing inhibition. The lead was capped and replaced on (B)(6) 2024. The patient was stable.